Event description:
A physician reported during a discussion with a rhytec rep, that a pt treated in 2006 had developed an infection shortly after treatment. The pt was treated with an antibiotic - levaquin - and completely healed.

Manufacturer narrative:
The portrait psr3 is non-contacting, and would not infect the pt. A physician's guide and pt guide were released in april 2008 providing add'l post care recommendations.